Event description:
The screen portion of the medline industries cysto drape was fluid impermeable. This is the 2nd instance of this issue with the cysto drape pack with this same lot number. FDA safety report ID# (B)(4).